Event description:
It was reported that a tsb35 was used during a "siguia" resection procedure. It was reported by the affiliate that the anvil slipped out after firing. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.56473/c. Device-a. D5,6; h4: info not available, device not returned for analysis.